Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found burn marks on the power adapter circuit board which caused power anomaly.

Event description:
This report is to advise of an event observed during analysis.